Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a leak from the tubing set as a result of the tubing not being tightened per specifications; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an at the time of last site change. The change site was observed to be red, swollen, and warm. The device was observed to still have medication. Per reporter the device did not alarm. The event occurred while in use, patient was able to successfully switch to a new device and continue the life-sustaining infusion.